Event description:
It was reported that the p wave amplitude decreased significantly. It was noted that the patient has been in atrial flutter chronically. Review of the presenting egm noted that there was undersensing of the atrial flutter, even though the sensing was at 0. 75 mv. The patient would be brought into the office to reprogram and electrically abandon the right atrial (ra) lead. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)